Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 416 mg/dl, cause was unknown. The customer declined to provide additional information regarding the issue, therefore no additional information was obtained.